Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced an intermittent out of range signal. Reportedly, the pediatric patient was using an adult receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Labeling indicates: the dexcom system is not approved for use in children or adolescents, (B)(6) women or persons on dialysis.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log did not confirm the reported event of an intermittent out of range. A root cause could not be determined.